Manufacturer narrative:
Manufacturing site evaluation devices were not received for evaluation. Identification of the complained ball head was only possible based on the information provided. The complained ball head was part of shop order (B)(4). Protocols and acceptance certificates were reviewed. The quality documents show that the values obtained on the ball head were according to the specifications valid at the time of production. The ball head properties and the microstructure as obtained from the quality documents accomplish the requirements as specified at the time of production. For each of the following components, it was determined that the defect was related to component nk560/biolox prosthesis head 12/14 32mm s. Nh413/sc/msc pe-insert 32mm 52/54 post. Wall batch: 51167180. Nh052t/plasmacup sc size 52mm batch: 51234304. Nk5145/bicontact s plasmapore 12/14 size 14mm batch: 51233389.

Event description:
Country of complaint: (B)(6). Revision surgery due to 11 year post-operative ceramic fracture. Components involved: nh413/sc/msc pe-insert 32mm 52/54 post.wall batch: 51167180. Nh052t/plasmacup sc size 52mm batch: 51234304. Nk5145/bicontact s plasmapore 12/14 size 14mm batch: 51233389.